Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that when firing the er420 clip applier, the clips did not come out properly. A new instrument was used to complete the case. There was no consequence to pt.